Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. The patient presented bone type IV and 32 ncm of primary stability was achieved.